Manufacturer narrative:
The previous calibration was performed on 25-sep-2019 and had no alarms with acceptable results. The qc test had acceptable results. It appears that the centrifugation spin speed may be too high and the clotting time was too short. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable creatinine plus ver.2 results, for 2 patients, from the cobas integra 400 plus. Patient 1: the initial result was 165.8 umol/l and the repeat result was as 102.4 umol/l. Patient 2 ((B)(6) 2019): the initial result was 188.7 umol/l and the repeat result was 93.7 umol/l. The questionable results were reported outside the laboratory. The reagent lot number was 422841. The expiration date was asked for but not provided.